Event description:
It was reported that the insulin alarmed going to threshold suspend however customer's blood glucose was over 100 mg/dl. Troubleshooting was done for sensor and blood glucose differences. The customer was advised the sensor would be replaced. Customer reported that he had ER visit last (B)(6) 2014 due to low blood glucose. Customer's blood glucose was 43 mg/dl. Customer was treated with glucose tablets. Troubleshooting was done for low blood glucose. Customer reported that the screen on the insulin pump rattles. Troubleshooting was done. Customer stated that the insulin pump is working as designed. The customer was advised to monitor the insulin pump and to speak with health care provider regarding low blood glucose. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.